Event description:
Patient's relative reported left side capsular contracture baker grade unknown. Healthcare professional later confirmed baker grade IV. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5; b6; d4; g2; h4; h6.

Event description:
Patient's relative reported left side capsular contracture baker grade unknown. Healthcare professional later confirmed baker grade IV and budge. Device remains implanted.